Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent delivery system fractured as the device was advancing through the guide catheter. The device was completely removed from the patient's body and the procedure was completed with another 3.50 x 12 synergy ii drug-eluting stent. No patient complications were reported.